Event description:
A report was received the arm/gantry started rotating during a pt treatment while the unit was in a "fixed" treatment mode. The gantry/arm struck the treatment top from below. No injury to the pt was reported.